Manufacturer narrative:
This manufacturer report was submitted in error due to duplication and should be retracted. The event was filed under manufacturer report number 1220648-2024-12619.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella aic (automated impella controller) was not reading the purge disc properly. Multiple attempts were made to re-insert the purge disc and cassette, but the issue was not resolved. The aic was exchanged. There was no harm to the patient.